Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. Approximately five years post filter implantation, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including but not limited to the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages. Which required and will continue to require extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages.

Event description:
Additional information received per an amended patient profile form (ppf) states that in addition to the previously reported events the perforation abuts an organ, the patient continues to experience fear, worry and anxiety. The patient became aware of the reported events eight years and three months after the index procedure.

Manufacturer narrative:
After further review of additional information received, the following sections have as reported, the patient had placement of trapease inferior vena cava (ivc) filter. Per the medical records, the indication was bilateral pulmonary emboli complicated by rv dysfunction, bilateral dvt, and history includes tongue cancer s/p surgery and radiation. A trapease filter was inserted just below the level of the renal veins in the ivc and was considered a successful ivc filter placement. Approximately five years post filter implantation, a CT scan revealed that the filter had malfunctioned, causing injury and damages including but not limited to significant tilted and at least six struts were significantly perforating the ivc. Per the patient profile form (ppf), the patient reports perforation of the ivc and abutment of organs, fear, worry, anxiety and pain in the kidney area. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of trapease vena cava filter. Approximately five years post filter implantation. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient including but not limited to the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages which required and will continue to require extensive medical care and treatment. As a further proximate result. The patient has suffered and will continue to suffer significant medical expenses pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical record, the patient had a history of tongue cancer status post radical neck surgery and radiation therapy. He presented with syncope and elevated troponin and was diagnosed with large bilateral pulmonary emboli and was also found to have bilateral dvts. He had marked left ventricular dilatation and rv dysfunction consistent with hemodynamically significant pulmonary emboli. He was referred for ivc filter placement in the setting of a large clot burden with residual dvt in both legs. A trapease filter was inserted just below the level of the renal veins in the ivc and was considered a successful ivc filter placement. Approximately five years post filter implantation, the patient underwent a CT scan which revealed that the filter had significantly tilted and at least six struts were perforating the inferior vena cava (ivc). Per the patient profile form (ppf), the patient from pain in the kidney area. The pain started approximately one to two years after the ivc filter was implanted. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional details were received from the patient profile form that the plaintiff suffers from extensive, intermittent pain in the kidney area, which started one to two years after the ivc filter was implanted. This pain increases in frequency and lengthens in duration each time. The plaintiff was unaware of the potential fatality of the ivc filter, and is stressed over the inoperability and possible negative outcomes. Additional details received from the patient¿s medical records indicate the patient had a history of tongue cancer status post radical neck surgery and radiation therapy. He presented with syncope and elevated troponin and was diagnosed with large bilateral pulmonary emboli and was also found to have bilateral dvts. He had marked left ventricular dilatation and rv dysfunction consistent with hemodynamically significant pulmonary emboli. He was referred for ivc filter placement in the setting of a large clot burden with residual dvt in both legs. A trapease filter was inserted just below the level of the renal veins in the ivc and was considered a successful ivc filter placement. Additional information is pending and will be submitted within 30 days upon receipt.